Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Stroke and neurologic dysfunction as a potential events that may be associated with use of the product. The IFU provides anticoagulation guidelines to reduce the occurrence and severity of strokes. The heartware® system is contraindicated in patients who cannot tolerate anticoagulation therapy to reduce the possibility of stroke. Moreover, the IFU further educates the user on pump operation and flow guidelines in order to decrease the risk of a stroke death as a potential event that may be associated with use of the product. Clinical results and commercial experience demonstrate that the placement of a vad in chronic nyha class IV patients improves survival and quality of life when compared to a similar patient population receiving conventional therapy. Furthermore, these benefits apply to patients being bridged to heart transplant, patients receiving permanent support (destination therapy), and those being supported with the expectation for myocardial recovery. Vad patients are prone to thromboemboli for various reasons and require the use of anticoagulation to prevent thromboembolic events and excessive use of anticoagulants can result in a neurologic events caused by intracranial bleeding. A supplemental report will be submitted when the manufacturer's investigation has been completed.

Event description:
It was reported by a vad coordinator that the patient was hospitalized on 19jan2016 secondary to sudden onset of fever, chills, and productive cough. Positive blood cultures for (B)(6). The patient received treatment of bacteremia with intravenous antibiotics. Subsequently began complaining of left sided weakness on (B)(6) 2016 and head CT was ordered which showed "acute subarrrachnoid hemorrhage in the sulci of the right greater than left cerebral convexities. Cortical and subcortical hyppoattenuation involving the right frontal lobe most likely represents an infarct". Repeat head CT on (B)(6) 2016 showed "stable subarrachnoid hemorrhage of the bilateral cerebral convexities. Unchnaged cortical and subcortical hypoattenuation involving the right frontal lobe, likely representing an evolving infarct". Serial head CT scans ordered to monitor progression of hvca. Neurosurgery was consulted, however "surgery thought to be highly problematic d/t constant concern for lvad thrombosis". The patient received 2 units of platelets to reduce bleeding risk, inr decreased to 1.5 on (B)(6) 2016 after administration of platelets. The patient expired on (B)(6) 2016 and the cause of death was noted as hemorrhagic cerebrovascular accident (hcva).

Manufacturer narrative:
With a review of the available information there was no evidence of device malfunctions or performance issues of the device that would impact the reported event. Coagulopathies leading to intracranial hemorrhage can be caused by changes in viscosity of blood due to sepsis/infection, overuse of anticoagulant therapy, and uncontrolled blood pressure. Patient's with certain risk-factors such as, smoking, cardiovascular disease and hypertension may also have an increased likelihood of stroke occurrence. Clinical factors that may have contributed to the reported event include fluctuations in the patient's inr from subtherapeutic to supratherapeutic, anticoagulation therapy, related comorbidities, and the patient's past medical history. The patient's outcome is most likely related to the medical team's inability to move forward with surgical treatment due to continued concerns for lvad thrombus. Though the root cause of the reported event cannot be conclusively determined there are patient, procedural, and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.